Manufacturer narrative:
Reported event: it was reported that during surgery, the ball bearing fell out of the mics handpiece. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Product history review: device history records indicate 25 devices were manufactured under lot k08ln and 24 devices were accepted into final stock on 12/06/2016. A review of qt-16-12-0018 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number k08ln shows 3 additional complaint(s) related to the failure in this investigation. The related complaints are (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc 1414517 and CAPA 1450904 are associated with the failure mode reported in this event. Device not returned.

Event description:
It was reported that during surgery, the ball bearing fell out of the mics handpiece. The ball bearing was retrieved.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
It was reported that during surgery, the ball bearing fell out of the mics handpiece. The ball bearing was retrieved.